Event description:
The following has been reported: customer reported high flow rate while performing pm. Adverse event question was marked unknown from customer. Customer marked there was no therapy interruption. Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to lake zurich nor brézins for investigation. Despite several requests for the device/ parts return and attempts to collect additional information, we did not receive anything that would allow us to identify the actual root cause of this event / to go further with this investigation. Therefore the root cause of the reported issue could not be identified. If further information are provided later on we may re-open the complaint and pursue its . To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not investigated the trend is: normal.